Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. This failure was due to a broken brown wire at connector. The root cause for the broken wire could not be positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.